Event description:
The external pulse generator (epg) was returned for repair and subsequently tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis found upper/lower cases, two side bail covers and the ring cover were broken. Additional findings included battery release, heart block, and lead flex cover were contaminated and one side bail, ring, battery drawer, and battery drawer o-ring were missing. The display was out of electrical specification.